Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced elevated blood glucose over the previous 3 weeks. Blood glucose elevated above 600 mg/dl, and hyperglycemia was treated by himself and his mother. The cartridge compartment of the infusion device was wet due to a leaky cartridge. Cartridges are used once and for 2 days. Correct type of battery was used in the infusion device. Infusion device was not exposed to water or electromagnetic fields. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Additional info was not provided.